Event description:
A product liability claim was raised. It was reported that the pt was implanted a durom acetabular component 58/52 r on the right side on (B)(6) 2006. Due to loosening and continuous pain the pt underwent revision surgery on (B)(6) 2013.

Manufacturer narrative:
The MFR did not receive devices or x-rays. Other source documents (surgical) was provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).